Event description:
The patient saw a warning code on the patient programmer or recharger. The patient was seen in clinic. It was discovered that the program from 2 weeks prior to the complaint was 'eliminated from the memory'. The device was reprogrammed which successfully covered all areas of pain. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.